Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose was 554 mg/dl. Customer advised they changed their site yesterday and when they woke up in the morning they noticed the cannula had blood in and around the adhesive. Customer was advised to monitor the insulin pump. Customer's blood glucose went as low as 220 mg/dl.